Manufacturer narrative:
On (B)(6) 2026, the user reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Customer care attempted to contact the user to initiate troubleshooting, however,, the user remained unresponsive to multiple follow up attempts. No further investigation was possible due to lack of user response. Per data management system review, the system was current with active use at the time of complaint closure.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.